Event description:
The customer states that erratic patient results are being generated for the sodium, potassium, calcium and magnesium assays on the architect c8000 analyzer. Patient #2, an infant (age not provided), generated a calcium result of 5.9 mg/dl. The infant was not in any type of distress. The sample was retested with a result of 7.7 mg/dl. There is no impact to patient management reported.

Manufacturer narrative:
The customer states that all maintenance was up to date: quarterly maintenance was performed two weeks prior. The customer checked for bubbles, styletted both sample and reagent probes and performed liquid level sense check on sample pipettor, which passed. The account requested field service (fs) intervention. The fs representative inspected the instrument, finding the pressure monitor (pm) board not working properly (pm test (3805) failed). The fsr replaced the board to correct the issue. This issue is addressed in the abbott architect system operations manual ((pn 201837-104) june, 2007) that provides the following information related to the customer observation in the sections indicated: section 7 operational precautions and limitations and section 10 troubleshooting and diagnostics. The cc calcium (ln 7d61) reagent package insert (30-3979/r5) provides information related to the customer's observation in the specimen collection and handling section and the expected values section. The cc ict na+, k+, cl package insert (30-3522/r5) provides information related to the customer's observation in the expected values section. The cc magnesium (ln 7d70) reagent package insert (30-3954/r1) provides information related to the customer's observation in the expected values section. This is a final report. End of report.